Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances and no capture on the left ventricular (lv) channel. A follow-up was performed and the system was reprogrammed. The patient will continue to be monitored via the remote monitoring system. The crt-d and the lv lead remain in service. No adverse patient effects were reported.